Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned and analyzed. The result of examining the appearance of the returned item showed that both the core and the outer coil were severed and part of each of them is missing. Specifically, the outer coil and core were severed at 40 and 7 mm from the distal tip, respectively. In addition, the inner coil was severely stretched toward the distal end starting from the position of about 40mm from the tip, and it was also severed. From these observations, it is presumed that approximately 7mm of the distal end of the core and about 40mm of the distal end of the outer coil remained in the vessel, however, the length of the remnant inner coil is unknown. Detailed observation of the severed areas revealed extreme twisting in the vicinity of the severed portion of the core and traces of twisting on the fractured surface of he outer coil.

Event description:
It was reported that the tip of the wire detached. The target lesion was located in the severely calcified and tortuous distal right coronary artery (rca). While trying to position a 190cm samurai guidewire through the lesion, the tip of the wire separated from the rest of the wire. Approximately 4 cm wire remained in the vessel. The procedure was completed with a different device and the complete distal 4cm vessel was treated with stents. There were no further patient complications reported and the patient was well.

Event description:
It was reported that the tip of the wire detached. The target lesion was located in the severely calcified and tortuous distal right coronary artery (rca). While trying to position a 190cm samurai guidewire through the lesion, the tip of the wire separated from the rest of the wire. Approximately 4 cm wire remained in the vessel. The procedure was completed with a different device and the complete distal 4cm vessel was treated with stents. There were no further patient complications reported and the patient was well.